Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 245 mg/dl. It was stated that the customer's glucose reading before being treated by the paramedics was 24 mg/dl. Troubleshooting was performed. The customer stated that she was disconnected from the insulin pump during rewind/prime. The programming of the insulin pump was correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.